Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v596733, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient experienced burning at the pocket site. It was noted the burning got "really bad" on (B)(6) 2013. It was further noted the patient turned stimulation off on (B)(6) 2013 and the pain went away, but now the pain was coming back again. It was noted the patient's stimulation was still off at the time of the report. The reporter stated that when her clothes touch that area, it was painful. The reporter further stated that if she sat with her back against something, the burning got stronger. It was noted the patient had no falls or trauma. It was further noted the patient thought she could see her implantable neurostimulator (ins) more than she could before. The patient had not yet contacted her health care provider (hcp) as she was in a different state. Additional information was requested, but was not available as of the date of this report. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a fo llow- up report will be sent.